Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded on motor home switch. No moisture damage was found on electronic assembly. The pump was received with cracked at corner display window, cracked batterytube threads, scratched on lcd window, broken at rerservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.